Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-82 is similar to heater-cooler 16-02-85 (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learned that the device previously underwent a service activity and the ac mains and processor boards were replaced. An incorrect assembly caused the temperature sensor to loose its adjustment and calibration. The problem could be solved by a livanova field service representative by re-calibration of the patient side temperature sensors. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side associated to discrepancy between temperature measures of control and safety sensors during procedure. There was no report of patient injury.